Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that there were no faults and no reset on the device. Moreover, it was noted that the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared and the device can be used for implant. The device was never in service. There was no patient involvement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that there were no faults and no reset on the device. Moreover, it was noted that the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared and the device can be used for implant. The device was never in service. There was no patient involvement. Additional information indicated that the device was cleared for implant and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.